Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and aortic insufficiency are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, patient factors [i.e. Bulky native valve/leaflets calcification] likely caused or contributed to the aortic malposition and resulting aortic insufficiency. There is no evidence the event was due to dysfunction of the sapien valve or the delivery system the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist (fcs), during a transfemoral tavr case during deployment the 26mm valve shifted aortic and ended approximately 90:10 aortic. This resulted in a moderated to severe paravalvular leak [pvl]. This was confirmed by echo and aortic root injection. The patient became hypotensive necessitating temporary cpb via the femoral vessels. A second 26mm valve was placed more ventricular and the leak was reduced to trace. The aortic regurgitation index was then calculated at 41. The patient was weaned off of bypass and was hemodynamically stable upon leaving the or. The cause of the valve shifting into the aortic position was thought to be a combination of a large bulky calcification on the non coronary cusp. The pre-deployment position for the first valve was 50:50 aortic. The native valve/leaflet calcification was described as bulky; aortic root calcification was described as mild; there was mild mitral annular calcification; ventricular septal hypertrophy was mild. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was appropriate; there was no loss of pacing capture during valve deployment and ventilation was held. The sjt diameter was 36.6mm and sov diameter was 34.4mm. The patient¿s ejection fraction was 40%.